Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the lack of image issue was caused by a faulty cable. However, the specific cause of the faulty cable was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable." Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the hd autoclavable camera head had no picture. The issue was found during preparation for use. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the issue was due to a disconnection in the cable unit. There was damage on the cable unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.